Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Making programming changes and performing an induction test were recommended. The patient has not scheduled an appointment yet. The patient remained asymptomatic.